Event description:
It was reported that the customer was hospitalized due to high blood glucose. The doctor stated that the customer has been having issues with the glucometer and the insulin pump for the past three days. It was stated that the customer changed the battery the day before and now the battery icons show no bars. The doctor mentioned that the customer uses rayovac triple a alkaline battery. The battery was removed, put it back, and it has two bars. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.